Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported unresponsive touchscreen. The top case was replaced to address the reported problem. The investigation determined that the root cause was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touch screen. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touch screen. The device was not in use when the fault occurred; therefore, there was no patient involvement.